Event description:
Related manufacturer reference number 1627487-2023-04592. It was reported an infection was present at the lead site. As a result, patient was given IV antibiotics. Several days after the IV antibiotics were given the infection had not resolved and the system was explanted to address the issue. Reportedly, the infection has resolved.

Manufacturer narrative:
Date of the event is estimated. Date of the explant is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.